Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxr00 +23.0 diopter) was implanted into the patient's right eye (od) on (B)(6) 2018. Reportedly, the refraction after surgery was -1.25 which made the patient unhappy since day 1 post-op. The lens was exchanged on (B)(6) 2018 with a zxr00 +22.5 diopter. It was stated that the explanted lens was discarded and will not be returned for evaluation. There was no incision enlargement, no vitrectomy and no sutures used. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.